Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The attorney report does not identify a specific device issue and no product was returned for eval. Additionally, no medical records have been provided at this time. A mfg review revealed no related mfg issue. Based on the currently available info, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by attorney for the pt: on (B)(6) 2008: the pt was implanted with a bard composix kugel oval patch. The attorney alleges the pt underwent surgery to remove the implanted composix kugel mesh due to multiple complications with the product. The composix kugel patch used in the pt's hernia repair surgery failed, resulting in pt's suffering pain and harm. The pt has suffered serious and permanent injuries.